Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
Sientra complaint case (B)(4). Additional information: sientra received updated information from the hcp (health care provider) that the surgeon examined the patient and she no longer is a contracture repair and is requesting to close this case. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.